Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump which does not turn on. This condition was found in the pediatrics department upon power up. This had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary; the reported condition of a colleague infusion pump which could not turn on was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective power supply. Appropriate action was taken to correct the reported problem by replacing the main power supply.